Event description:
On 3/9/99 pt had an attempted laparoscopic cholecystectomy with conversion to open cholecystectomy. A 10 flat jackson pratt drain was placed within the gallbladder fossa and secured to skin with 3-0 silk suture. On 3/15/99 a nurse attempted to remove the j-p drain as ordered. Sutures were removed. Drain was pulled out 3cm and snapped in half. Physician was notified. On 3/17/99 pt had a diagnostic laparoscopy with removal of foreign body. The drainage portion remained within the peritoneal cavity. The drain was found just beneath the liver surface under the right lobe.